Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
This is the first report of two concerning the same patient. This report concerns the right foot. It was reported that the patient underwent bioblock implant surgery on his right foot (B)(6) 2008. The pt experienced sharp, shooting pains in his right foot that came and went over the course of several months. He was given injections of lidocaine. On (B)(6) 2011 he ran in a race 'and his right foot gave out' such that he was unable to put any weight on it and suffered immense pain. An MRI of the right foot which was taken on (B)(6) 2011, revealed that fragments and "loose bodies" remained and had not dissolved. He was given a boot for his foot and crutches to help him ambulate. On (B)(6) 2011 he underwent surgery on his right foot for removal of the broken down pieces of implant and evacuation of inflammatory and reactive soft tissues within the sinus tarsi. On (B)(6) 2012, the patient experienced "really bad ankle pain" in his right foot and rated the pain as 8 out of 10. An MRI revealed foreign bodies remained in the foot in spite of the prior surgery specifically, the MRI report dated (B)(6) 2012 notes "retained fragment of interference screw in the sinus tarsi with additional small fragments located more superficially." The pt was referred to a second surgeon for further consultation and treatment. The second surgeon performed surgery on the right foot on (B)(6) 2012 to remove additional fragments of the implant that did not absorb.